Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 361 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer alleged insulin pump was under delivering because of high blood glucose. Troubleshooting was performed for high blood glucose level. The devices will not be returned for analysis.